Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous unspecified vessel. A 5.00mmx20mmx40cm (4f) sterling balloon dilatation catheter was used to dilate the lesion. On the first inflation the balloon was inflated to 14 atmospheres and on the second inflation the balloon was inflated to 14 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with 4.0mm sterling balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).